Manufacturer narrative:
Film evaluation results are: a review of CT¿s 29 months post-implant revealed that an endurant stent graft system was implanted in the patient. The maximum diameter aaa measured 6cm. An aortic cuff was seen positioned near the level of the right renal artery which had been stented. The bifurcate was ~1cm below the proximal fabric of the cuff, and several endoanchors were seen implanted between the cuff and bifurcate. Just above the level of the bifurcate possible infolding was seen along the anterior of the cuff. The proximal od of the cuff/bifurcate measured ~30mm, and ~1cm lower measured ~33mm. Near the top of the sac there was slight contrast seen outside the posterior/left side of the stent graft possibly from a proximal type I endoleak. The ipsi limb was on the right side, and was extended with a flared limb into the right common iliac artery. A flared contra limb was placed into the left common iliac artery. Contrast was seen outside the distal end of the left/contra limb; however, the contrast was not observed within the aaa. The distal od of the contra limb measured ~29mm and the iliac artery diameter at that location was 30 ¿ 32mm. Distal to the contra limb the left common iliac and left internal iliac arteries were aneurysmal. The stent graft was patent, and no stent graft kinks or compression was observed. The cause of the contrast seen distal to the left/contra limb appears likely due to disease progression; iliac artery dilatation. The exact cause and source of the contrast seen within the proximal neck is unknown. It is possible that the likely cuff infolding and the short remaining proximal seal length may have contributed to a possible proximal type I endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of films 19 months post-implant confirmed that an endurant stent graft system was implanted. The bifurcate was positioned 5mm below the lowest right renal artery. The neck diameter near the right renal was 27mm x 29mm, and there was some calcification seen along the posterior wall of the proximal neck. The proximal stent graft diameter measured 30mm x 32mm, and there was approximately 1cm of remaining proximal seal length. The bifurcate aortic body was angulated 45 degree l-r and 60 degree a-p; relative to the iliac limbs. The ipsi limb was on the right side, and was extended with a flared limb into the right common iliac artery. A flared contra limb was placed into the left common iliac artery. There is a 6cm max diameter aaa. Beginning just below the proximal graft margin, contrast is seen outside the postero-left side of the stent graft from a likely proximal type I. A type ii endoleak is al so observed from a lumbar feeding lower sac posteriorly. Both limbs are patent. A review of a single still angiogram image during an intervention confirmed that an endurant aortic cuff was implanted approximately 1cm above the bifurcate, up to near the orifice of the right renal artery. Both renals appeared patent. Several aptus anchors were seen implanted within the top of the bifurcate and aortic cuff. No obvious endoleak or other stent graft issues were observed. Lack of scale on the films did not allow for any measurements. A single returned ivus image could not confirm any clear infolding or possible cause of the reported infolding. The exact cause of the proximal type I endoleak could not be determined. The type I endoleak appears to be likely due to insufficient proximal seal length with minimal radial apposition. Calcification noted on the posterior neck may have also contributed. It could not be determined if this endoleak was due to disease progression; pre-implant and earlier post-implant images were not available for comparison, and the position of the bifurcate at implant is unknown. The type ii endoleak may have also contributed to the aaa expansion. The cause of the high cuff placement and infolding could not be determined from the 2 images provided during the intervention. Incorrect parallax adjustment may have contributed to the high placement.

Event description:
Additional information received for this case. An intervention was performed for this patient. A endurant 36mm aortic cuff and 10 aptus anchors were implanted. The endurant aortic cuff was implanted too high due to the user¿, the physician didn¿t have parallax corrected completely and was a little aggressive with positioning the aortic cuff. The physician implanted a 7mm stent in the renal arteries. There was infolding in the endurant aortic cuff; however, the diameter at the top was approximately 26-27mm inside the struts of the bifurcated stent graft. After the ballooning was performed, most of the infolding was resolved and no endoleak was noted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54 mm in diameter abdominal aortic aneurysm. The patient had a follow up scan one month post op one year post index procedure and there was a proximal type I endoleak was identified and the aaa was had enlarged to 59 x 53 mm in diameter. A type ii endoleak is also present. It was reported that the patient recently presented for a routine follow up. Currently, the aneurysm is 60x54 mm in diameter. The patient has a proximal type I and a type ii endoleak. The aneurysm is close to the renal arteries and the stent graft material is about 5-9 mm low. The physician stated that the cause of the event is unknown. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.